Event description:
The patient contacted animas on (B)(6) 2013, reporting that she had fallen on the pump and the display cracked. The patient reported that the reason he fell was because he was dizzy and did not know his blood glucose level at that time. He had eaten since then and felt better. This report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/03/2014 with the following findings: the dates in total daily dose history are incongruent. No data in black box from these dates due to continued use. The daily insulin delivery totals appear inconsistent due to time/date issue. The display screen is cracked. Pump powers on with display remaining blank. When a test display screen was used, display functions properly. The pump passed flow accuracy test and found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The battery compartment is cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.